Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19p) distributed in the us. The reported caravel mc microcatheter was returned for investigation with its tip segment torn off. The torn end of the microcatheter had multiple circumferential cracks caused by tensile stress. The concomitant guide wire was found deformed in three dimensions for approximately 30 mm from the distal end and the tip fragment of the caravel mc microcatheter remained on the guide wire. The tip fragment had multiple circumferential cracks caused by tensile stress. Investigation of the returned microcatheter suggested that the tip segment, which was originally 5 mm in length, had torn off at approximately 1.5 mm from the distal end of the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal manipulation might have been locally applied on the tip of the caravel mc microcatheter while the wire tip was trapped in the heavily calcified lesion. Consequently, the tip polymer was stretched and torn off. Although it was concluded that this event was not attributed to product quality, additional treatment by snaring was considered an adverse patient effect and a possibility could not be ruled out that some catheter fragment(s) might be left in the patient anatomy if it were to recur. No CAPA will be taken. Instructions for use (IFU) states: contraindications: do not use this microcatheter in advanced calcified lesion. Warnings: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) Malfunction and adverse effects: separation.

Event description:
It was reported that the tip of an asahi caravel mc microcatheter had separated during a percutaneous coronary intervention (pci) to treat a heavily calcified lesion in the segments #5 and #6 of the left anterior descending artery (lad). The lesion was crossed with the caravel mc microcatheter and a runthrough ns guide wire (terumo). Subsequently, the guide wire was exchanged for a rota wire (boston scientific) through the caravel mc microcatheter, and debulking with rotablator was performed. Thereafter, for intravascular ultrasound (ivus) assessment, the guide wire was exchanged back to a runthrough ns guide wire (terumo), and the caravel mc microcatheter was withdrawn. During ivus assessment, the tip of the caravel mc microcatheter was found remained in the lesion. The catheter fragment was retrieved using a snare. Balloon dilation was performed and stenting was completed, and the procedure was successfully completed. It was informed that there were no adverse patient effects associated with this event.